Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter stated the customer was sweating, incoherent and out of it when they used his aviva system to obtain a result of 159 mg/dl. The paramedics were called, arrived in 15 minutes, and obtained a result of 36 mg/dl on their system. Reporter stated the paramedics treated the customer with 2 tubes of glucose before obtaining another result of 36 mg/dl on their system again. Reporter stated that another group of paramedics arrived and treated the customer with either "b15 or b12" intravenously. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.